Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 307 mg/dl and 120 mg/dl; 307 mg/dl and 136 mg/dl. The comparisons were performed on the same date, 12 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.